Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump delivered 6.6 units of insulin that she did not remember. The insulin pump read that the blood glucose was 51 mg/dl, but the customer stated that the actual blood glucose was 36 mg/dl. The customer declined troubleshooting and stated that she was going to lower the basal rates.